Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a(n): rite - ground bond failed performance spec. Indicate alarms or additional findings: none. After review of the (B)(4) system, the customer discontinued use of the device due to: unknown. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. An external/internal inspection was performed and passed. The assignable cause for the rite - ground bond failed performance spec was determined to be poor connection at the door frame to door ground wire interface. The device was sent to service with instructions to scrap the door ground wire and door cover.